Manufacturer narrative:
There is no connection that can be made at this time between the reported post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2016: the patient underwent a hernia repair procedure to introduce a hernia mesh product to patient's peritoneal cavity to reinforce tissue affected by the hernia. A bard/davol ventrio st hernia patch positively identified on surgical and operative reports prepared by the surgeon was implanted into the patient. As reported, to this day, the bard/davol ventrio st hernia patch remains implanted in the patient. It is alleged that the patient has experienced and continues to experience debilitating abdominal pain, extreme difficulty when digesting nutritional substances ever since procedure and hernia mesh implant. As reported, these injures were not present before the implantation of the mesh product. As alleged, the patient suffered serious bodily injuries that have resulted in pain and suffering, disability, medical and nursing care and treatment and aggravation of a preexisting condition due to the alleged defective hernia mesh product implanted in the patient.

Event description:
The following was alleged by the patient's attorney: on (B)(6) (B)(6) 2016: the patient underwent a hernia repair procedure to introduce a hernia mesh product to patient's peritoneal cavity to reinforce tissue affected by the hernia. A bard/davol ventrio st hernia patch positively identified on surgical and operative reports prepared by the surgeon was implanted into the patient. As reported, to this day, the bard/davol ventrio st hernia patch remains implanted in the patient. It is alleged that the patient has experienced and continues to experience debilitating abdominal pain, extreme difficulty when digesting nutritional substances ever since procedure and hernia mesh implant. As reported, these injures were not present before the implantation of the mesh product. As alleged, the patient suffered serious bodily injuries that have resulted in pain and suffering, disability, medical and nursing care and treatment and aggravation of a preexisting condition due to the alleged defective hernia mesh product implanted in the patient.

Manufacturer narrative:
H11: addendum to the previous information. This supplemental emdr is being sent to provide the correct date of expiration for the ventrio st.

Manufacturer narrative:
Addendum to the previous report. This supplemental emdr is being sent to provide additional patient information as well as product identifiers for the ventrio st device. With the current information available, the conclusion for this file remains inconclusive.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2016 the patient underwent a hernia repair procedure to introduce a hernia mesh product to patient's peritoneal cavity to reinforce tissue affected by the hernia. A bard/davol ventrio st hernia patch positively identified on surgical and operative reports prepared by the surgeon was implanted into the patient. As reported, to this day, the bard/davol ventrio st hernia patch remains implanted in the patient. It is alleged that the patient has experienced and continues to experience debilitating abdominal pain, extreme difficulty when digesting nutritional substances ever since procedure and hernia mesh implant. As reported, these injures were not present before the implantation of the mesh product. As alleged, the patient suffered serious bodily injuries that have resulted in pain and suffering, disability, medical and nursing care and treatment and aggravation of a preexisting condition due to the alleged defective hernia mesh product implanted in the patient.